Event description:
It was reported that the left ventricular lead had intermittent capture the day after implant. The physician elected to electrically abandon the lead at that time. When the lead was interrogated several weeks later, the threshold was high. The lead was turned back on with a polarity change. The lead remains in use. The patient was enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2014; 6935 lead, implanted: (B)(6) 2014. (B)(4).